Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 700 mg/dl. The customer called 911 on (B)(6) 2016 because they thought they were having a stroke. The customer later spoke to their health care provider and was told by the doctor that it was not a stroke but celiac disease that was causing her blood glucose to rise and he would like three other specialists to go see the customer before they release her. The customer stated that they had passed out due to the issue before. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.